Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe¿ with needle was found with one side of its unit package unsealed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, it was the one side of the unit package was unsealed."

Manufacturer narrative:
Investigation summary: bd has been provided with photos and samples for catalog 301940 lot 1809339 to investigate for this record. Visual examination of the photo shows 3 syringes with open blisters. A probable root cause for the open blisters is due to hard conditions of transport of these product after production. As a result, bd was able to verify the reported issue. The reference samples available for examination did not show any defects and were all within specs. The film and the paper of the unit pack are sealed by pressure and temperature in the sealing dye of the packaging machine (no adhesive is used). Both parameters are controlled by our operators and samples verified as part of in-process inspections in order to confirm absence of sealing defect in the product. There is a probability that the sealing test presented low values but within specifications during the manufacturing checking process, and the reported blister was opened easier, due to some inappropriate transport of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally.

Event description:
It was reported that the bd syringe¿ with needle was found with one side of its unit package unsealed before use. The following information was provided by the initial reporter, translated from chinese to english: "before use, it was the one side of the unit package was unsealed."